Event description:
Since I was implanted, I started pressure and pain in the areas implanted. I was under the impression only one device was implanted since I only have on fallopian tube and one ovary, however 2 and a half years later discovered that I was implanted with 2 devices. I started having sharp like stabbing a little knife like feelings in my left and only fallopian tube together with constant pressure in there plus in the right side of my uterus . These pains , feelings and discomfort increases and towards the 2 years marked the pain in the left side increased as well as the whole abdomens area discomfort. Around 3 months after implanted, I experiences on and off numbness in my extremities, legs and mostly arms and hands) in occasions when I was not even laying or making pressure of any kind on them. Around 6 months into it I noticed gain of weight that nothing was working to take off. Clothes I wore 2-3 weeks after delivering my son in (B)(6) 2011 wasn't even fitting anymore!. I was constantly feeling bloated in my belly . I also experience often like brain fogs on and off. I was also bleeding on and off before and after my periods . Having intimate relationships , turned painful and extremely uncomfortable. I constantly felt tired, it was annoying and overwhelming. (B)(4).